Event description:
Material no. 930815. Batch no. 0311401. It was reported orange dye spots in the chloraprep packaging. "Customer called in and said 25 chlorapep packaging has orange dye spots in and he's questioning if this will impact sterility.".

Manufacturer narrative:
The applicators show orange dye inside the barrel extending to or above the trigger. The area around the orange tinted pledget will tend to be reddish/ orange due to the ultrasonic welding process of the foam tip unto the body/handle which disperses the orange dye in the pledget to proximity area. This type of red/orange dye is acceptable around the tinted orange pledget and on the back side of the foam tip but is considered a non conformance when the orange dye extends throughout the barrel. The orange dye is not or foreign matter origin, but is an inactive ingredient inherit in the product by design. The orange dye powder may be dispersed to the outside of the applicator on rare occasions during the assembly, and packaging. Also, during the sterilization which uses vapor (water), when in contact with the orange dye brings out exaggerates the orange color intensity. The orange dye is used on the applicator as part of the design to color the solution upon activation by breaking the ampoule and solution flowing thru the hi-lite orange pledget (with the orange dry powder dye) as a visual prepping confirmation on the patient¿s skin. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty (foreign matter). The applicator is sterile if package is intact. The orange dye (fd&c yellow # 6) used on the applicators is part of the design to serve a visual purpose of tinting the skin orange upon application to confirm the prepping of the patient¿s skin. The dye is an approved FDA (federal drug agency) colorant and is an inactive ingredient to be used in foods, drugs, and cosmetics (fd&c). The dye (fd&c yellow # 6) is documented in the product labeling (inner carton, lidding, instruction for use (insert)) as an inactive ingredient. The most probable root cause for orange dye around the orange tinted pledget is the equipment, process and / or material variability inherent to the process and design. The failure mode of pre-activation was confirmed on one sample based on photographs received for analysis showing orange stains on the foam tip, and on the original unopened package (lidding). Ampoules are made from onion tubing skin borosilicate type I glass, which are design to break when pressure is applied to activate applicator at a relatively low break force. When pressure is applied to the wings by a pinching force with the fingers, this activates the applicator, breaking the glass ampoule and releasing the chloraprep solution onto the foam tip. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. H3 : see narrative below.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no. 930815, batch no. 0311401. It was reported orange dye spots in the chloraprep packaging. "Customer called in and said 25 chloraprep packaging has orange dye spots in and he's questioning if this will impact sterility."